Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a catheter leak was confirmed but the exact cause was unknown. The product returned for evaluation was a 4fr s/l groshong nxt clearvue PICC. The catheter was free of blood residue and the stiffening stylet appeared to be in the original position. Gross visual evaluation of the catheter was unremarkable. Subsequent functional testing, however, revealed the presence of three pinhole leaks in the catheter shaft at the following locations: 33cm, 34cm, and 36cm depth markers. Microscopic examination of the leak sites revealed short linear indentations which were all of approximately the same size and were all oriented at a slight angle from the longitudinal direction. These segments were isolated and bisected in order to examine the inner catheter surface. Microscopic examination of the inner catheter surface revealed damage which was more extensive than what was apparent from the catheter exterior. Furthermore, the linear indentations approximately matched the shape of the coils on the stiffening stylet. The evaluation concluded that the stiffening stylet had damaged the catheter and the damage features were most characteristic of the catheter being compressed against the stylet. The timing and location of that event were unknown however, and as a result the exact cause was unknown. A lot history review (lhr) of recn1177 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (recn1177) have been reported from two facilities in china.

Event description:
It was reported that when the catheter was infiltrated, leakage at the front end of the catheter was found. No other information was provided.

Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of recn1177 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (recn1177) have been reported from two facilities in (B)(4). Device has not yet been returned for evaluation.

Event description:
It was reported that when the catheter was infiltrated, leakage at the front end of the catheter was found. No other information was provided.